Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer's spouse calling regarding wife having low blood glucose readings. The customer stated her current blood glucose is 92 but it was 51 in the morning. The customer was experiencing low blood glucose levels for a week. The customer treated their low blood glucose level with food. The customer was assisted with their low blood glucose level by verifying any health/lifestyle issues for any unusual events. Nothing was discovered. The insulin pump had no issues to report. The customer was advised to monitor the insulin pump as well as their blood glucose levels. The customer stated they will be going to visit their doctor very soon. The product was not returned for analysis.